Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons was sticky and had to press multiple times. The customer¿s blood glucose level was unknown at the time of incident. Customer also stated insulin pump battery life was diminished, prime couple of times, had to rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected delivery/occlusion alarm or rewind anomaly noted. No button error alarm noted upon testing. No battery or power anomalies noted during testing.